Event description:
Information was received indicating that a battery from the smiths medical 3000 series was used on a medfusion 3500. When the technician put the batteries in, it caused an immediate reaction on the board and the board began to smoke. The board had to be replaced. It was reported that this issue did not involve a patient as it occurred during preventative maintenance.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts could not replicate the customer's reported issue. Two new batteries were sent to the customer as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.